Event description:
Date of event is unk. Info was received that a leak developed during surgery using a cs29 dlu. Anastomosis was corrected using manual sutures.

Manufacturer narrative:
H6 conclusions: device was discarded; unable to follow up. No conclusion can be drawn.